Event description:
Customer reported that the v60 ventilator went into inoperative and it shut off while providing therapy. Customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no patient harm.